Manufacturer narrative:
This report is submitted on november 01, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to non-use and the patient requiring mris. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november, 07, 2022.